Manufacturer narrative:
Additional contact information (B)(6). The device has been received for evaluation, however, investigation is not completed.

Event description:
The event involved a 2 gang 1o2® manifold, rotating luer where the customer reported that the seal didn't work so fluid went back up into the fentanyl syringe. The other devices that were attached to the monifold are primary plum ivf set and extension set 31inch. The manufacturer and brand name of the syringe is becton, dickinson and company / bd plastipak 5ml syringe. There was patient involvement but no harm reported.

Manufacturer narrative:
Received one (1) used smv32, 2 gang 1o2 manifold for inspection. No defects or anomalies noted. The returned used smv32 2 gang 1o2 manifold was functionally tested and met product performance expectations without leaking past the side port valves. The complaint was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.